Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. A review of device history records shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. User facility medwatch report indicates pt underwent revision left knee procedure. Paperwork accompanying report indicates that product removed was a femoral poly liner. Add'l info included with report and internal records show femoral and liner were not supplied by biomet. Records confirm that a compression plate was also implanted which was supplied by biomet. This report is being filed on the event however, it is not clear how the product mfg by biomet was involved.

Event description:
It was reported that pt was admitted for revision of left knee, secondary to pain and instability from fractured femur.